Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 25 july 2024, a 10mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure using an unknown delivery system. During procedure, the left disc had a cobra deformation and it got retrieved. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The deformed device was never released from the delivery cable while inside the patient. A new 10mm amplatzer septal occluder was chosen and deployed with the same delivery system without any issue and the procedure was completed.

Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received and without the device to analyze, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.